Manufacturer narrative:
The field service representative found an issue with the measuring cells and replaced them. Performance testing was acceptable. The customer ran calibration and qc on all assays with results within acceptable ranges. The investigation confirmed the issue was resolved by the service actions.

Event description:
The initial reporter received questionable troponin t stat results for 14 patient samples from the cobas 6000 e 601 module. The initial results were all in the range of 0.05 to 0.07 ng/ml. Specific data was only provided for three patient samples that were repeated on another cobas e601 analyzer. Patient 1 initial result was 0.07 ng/ml and the repeat results was 0.01 ng/ml with a data flag. Patient 2 initial result was 0.066 ng/ml and the repeat results was 0.01 ng/ml with a data flag. Patient 3 initial result was 0.05 ng/ml and the repeat results was 0.01 ng/ml with a data flag. The initial results were reported outside of the laboratory and were questioned by the doctor. There was no allegation of an adverse event. The reagent lot number was 390066 with an expiration date of 31-mar-2019.